Event description:
Litigation alleges that patient has a bursal fluid collection in her right hip joint. In addition, they allege that patient has experienced severe and debilitating pain, weakness, and stiffness of the hip joint; significant inhibitions of the ability to walk and move; elevated blood levels of cobalt and chromium; and requirement for revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 6/7/12 - plaintiff's preliminary disclosure form was received, which identified dor information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.